Manufacturer narrative:
The device was returned to olympus, but the evaluation of the reported issue is still in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that blockage was found in the duodenovideoscope's working channel during preparation for an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further device evaluation, this is being corrected to a non-reportable event. The initial medwatch reported the subject device had a blockage in the working channel. Upon device evaluation, there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.